Event description:
It was reported that a customer experienced a cracked and shattered touchscreen, rendering the pump screen illegible and unusable. There was no reported impact to the customer's blood glucose level, as the status was unknown or declined to answer. The customer was instructed to return the problematic pump to tandem using a pre-paid label and was advised on steps to take upon receiving a replacement pump. Tandem's technical support sent out a replacement pump and confirmed the shipping address.